Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. The retainer clip was missing at the moment of the product analysis. The complaint is due to a bsc design specification that causes/contributes to problems in product use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a nozzle detachment occurred an opticross¿ imaging catheter was selected to view the moderately calcified target lesion. During preparation, it was noted that the nozzle of the opticross¿ was found to be detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a nozzle detachment occurred. An opticross¿ imaging catheter was selected to view the moderately calcified target lesion. During preparation, it was noted that the nozzle of the opticross¿ was found to be detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.